Manufacturer narrative:
Analysis of the returned implantable pump serial number (B)(4) revealed a low battery reset and safe state had occurred; however, destructive analysis of the returned device was unable to determine the cause of the low battery reset and safe state. (B)(4).

Manufacturer narrative:
Evaluation code-conclusion no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Interrogation of the device indicated the device was being used to deliver a concentration of 500.0 mcg/ml of lioresal.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) and a consumer regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity and other spasticity. It was reported that the patient heard the pump alarm on (B)(6) 2016. The hcp had the patient come in and the device was interrogated on (B)(6) 2016, where they saw the pump was in safe state and there was a "battery error" in the logs. It was noted that the logs were not available at the time. It was believed that the healthcare provider (hcp) reprogrammed the patient out of safe state. No symptoms were mentioned. It was later reported that the pump "stopped (shut down)" on (B)(6) 2016 and the hcp could not say why. It was noted the patient was in the process of changing hcps and were getting things lined up for a pump change due to longevity, however the pump "quit" before the expected longevity in 2017. It was stated that the patient was taking 30 mg of oral baclofen per day and they were concerned that the patient's pancreas and liver was shutting down, and wanted to know where the oral baclofen was being processed and metabolized.

Event description:
Additional information was received from (B)(6) via a healthcare provider (hcp) indicated the patient was receiving intrathecal lioresal at 240.52 mcg/day (unknown concentration) via their implanted pump. The therapy started on (B)(6) 2010. Medical history and indication for product use included hereditary spastic paraplegia. It was also indicated on an unknown date in 2016 (reported as within the last 9 to 12 months relative to (B)(6) 2016), after starting the product, the patient experienced an increase in his hemoglobin a1c (from 6 to 12.2). He also found he was insulin resistant and beta resistant. During that time, his liver enzymes, triglycerides, and his cardiac markers were all elevated. He was unsure of the cause of this sudden change and had concerns that his pancreas and liver were shutting down. He had a ¿strong family history¿ of alpha 1 trypsin deficiency but was not able to confirm if he had inherited the disorder. He planned to see an endocrinologist on (B)(6) 2016 for the issues. On (B)(6) 2016, the patient heard a pump alarm and on (B)(6) 2016, the patient reported his pump had stopped (¿shut down¿) and his hcp (health care provider) did not know why. The expected longevity for the pump was 2017. The patient was in the process of changing hcps and was hoping to schedule a pump replacement procedure. At that time, the patient was taking 30 mg of oral baclofen per day. The patient was directed to his hcp to address his concerns. The patient was also provided with information to help find a surgeon in his area to coordinate a pump replacement procedure. On (B)(6) 2016, the patient was seen by his hcp after hearing the alarm. The pump was interrogated and it was in a safe state with ¿battery error¿ in the logs. The company representative (rep) believed that the hcp reprogrammed the pump out of the safe state but was not sure if this had occurred more than once. The hcp was working with the patient to schedule a pump replacement procedure. The pump had stopped and he started taking oral baclofen, while awaiting replacement. On (B)(6) 2016, the patient¿s treatment included lioresal at an unknown concentration at 240.52 mcg/day, (also reported as basal rate of 7.99 ug/hour with a bolus of 50 ug at 6:00 am/daily). On (B)(6) 2016, the patient underwent a baclofen pump replacement procedure due to battery failure. The patient was not hospitalized for that procedure. Treatment with lioresal was not discontinued in response to the reported events. As of (B)(6) 2016, the outcome of the reported events was improved. No additional information was provided.

Manufacturer narrative:
The previously applied conclusion code is no longer applicable.

Event description:
The pump was returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient's pump failed before reaching the elective replacement indicator or end of service. No further complications were reported.